Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalog-500 insulin with the pump. Tandem customer technical support informed customer that humalog-500 insulin is off-label per the user guide. Customer primed insulin through her tubing to make sure insulin is dropping out the end and resumed insulin. There was no adverse impact to customer¿s blood glucose level.